Event description:
The customer reported a low blood glucose level with a lowest value of 52 mg/dl, obtained from a cgm, without confirmation from a bg meter. The customer consumed carbohydrates to treat the low blood glucose level. Tandem technical support performed a pump system check and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.